Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac), a benchmark 6f 071 delivery catheter (benchmark), a midway 43 delivery catheter (midway 43), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician experienced resistance with the swiftpac. The embolization coil unintentionally detached partially in the target vessel and the microcatheter. The microcatheter containing the detached embolization coil was removed. The procedure was completed using a new swiftpac and the same microcatheter. There was no report of an adverse effect to the patient.